Manufacturer narrative:
E3: no. The device was returned to olympus for evaluation and found cable damage and flooding occurred in the actual device. A definitive root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿do not subject the camera head to impact. There is a risk of damage.¿ ¿do not strike or drop the device. Water leakage may damage the electrical circuits inside the device.¿ olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited cable damage and flooding. There were no reports of patient involvement.